Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), pelvic pain ("pain") and abortion of ectopic pregnancy ("miscarriage") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included ectopic pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), mood altered ("more moody/ very moody/sad , happpy"), depression ("depressed"), asthenia ("no energy"), alopecia ("hair loss"), fatigue ("tired/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ spotting"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea/ feeling to vomit"), dysmenorrhoea ("dysmenorrhea ( cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge,"), weight increased ("weight gain"), back pain ("back pain"), anxiety ("anxious"), hot flush ("hot flashes"), cold sweat ("cold sweat"), urinary tract infection ("uti"), abdominal pain lower ("lower belly pain"), weight decreased ("weight loss"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed),unilateral salpingectomy). Essure was removed in 2009. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, pelvic pain, abortion of ectopic pregnancy, mood altered, depression, asthenia, alopecia, fatigue, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, anxiety, hot flush, cold sweat, urinary tract infection, weight decreased, bladder disorder and urinary tract disorder outcome was unknown and the back pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, alopecia, anxiety, asthenia, back pain, bladder disorder, cold sweat, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, headache, hot flush, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 47.6 kgs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter information updated. Plaintiff demography added. Product explanted date added. Events: back pain, anxious, cold sweat , hot flashes, she did not undergo essure confirmation test, lower abdominal pain, hormonal changes describe: more moody, depressed, no energy, hair loss, tired, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, uti, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, perforation (fallopian tube(s)), weight gain , weight loss, miscarriage were added. Historical condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device and pelvic pain outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.